Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec- 2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer issue. A field service engineer reported that a half-height cubie drawer 2-2 on the main was missing the black clip on the slide rail. It had come out during medication dispensing, and the clip was reinstalled. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was broken and the plastic piece came out from the drawer when they open it. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.